Manufacturer narrative:
The device was not returned to baxter for evaluation and continues to be used by the hp. Baxter quality assurance investigation identified no device failure or malfunction. The initial drain alarm setpoint was programmed too low, resulting in an incomplete initial drain followed by a full fill. As a result of this incident, the hp's healthcare professional was notified and the initial drain alarm set point was increased from 0mls to 1600mls.

Event description:
The home patient (hp) reported feeling full, as if she were overfilled, while using the homechoice cycler for apd therapy. Follow up with the hp revealed that the hp performed a manual midday capd exchange of 2000mls, which she performs every day. The hp related that normally she will drain this full amount back during the subsequent initial drain phase of apd therapy; however, on (B)(6) 2004 she did not drain this fluid out and the cycler advanced from the initial drain phase into fill 1. After entering fill 1, the device delivered the full programmed fill volume of 2000mls, after which the hp left overfilled. The hp placed the cycler into manual drain until she felt less full and then continued apd therapy to completion with no further difficulties. The hp relates that there was no patient injury or medical intervention as a result of this incident, the hp contacted baxter operational support the following day, which revealed that the initial drain alarm setpoint was programmed too low at 0mls.